Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is not delivering insulin. Customer's blood glucose reading at the time of the incident was 383 mg/dl. Customer reported that the pump has been beeping and cannot complete the load process. Troubleshooting advised the customer that the pump needs to complete the loading process before it can administer insulin. Customer indicated that they were not trained on how to use the pump. Customer indicated that they will use a back up plan and get trained on how to use the pump. Product is not being returned.